Event description:
It was reported that this implantable device system exhibited high out of range shock impedance for the past weeks. Subsequently, a low voltage sync shock was recommended by technical services (ts) to test the real lead impedance, which returned a value of 102 ohms, considered within normal range. In addition, close follow up of the lead impedance was recommended. The device system model/serial numbers are not available at this time. No adverse patient effects were reported. Additional information provided indicates the patient will continue on normal follow ups as recommended. The right ventricular (rv) lead model/serial number was provided, as well as the implantable device serial number, however; the device model number is not available.

Event description:
It was reported that this implantable device system exhibited high out of range shock impedance for the past weeks. Subsequently, a low voltage sync shock was recommended by technical services (ts) to test the real lead impedance, which returned a value of 102 ohms, considered within normal range. In addition, close follow up of the lead impedance was recommended. The device system model/serial numbers are not available at this time. No adverse patient effects were reported. Upon further evaluation from the clinic, a full defibrillation threshold (dft) test was performed, demonstrating in range shock impedance. The daily shock impedance however, is still showing out of range. The right ventricular (rv) lead was reprogrammed single coil and successful induction as well as successful conversion is noted. The intrinsic amplitude and pacing impedance are noted to be stable over the last year. Ts observed there is noise recorded on the shock channel that could be related to the unipolar configuration, however it is to be considered for the context of the event. There is also no evidence of many detections at high rates potentially related with noise. At this time and with the information collected there is no clear evidence of lead impairment and current findings may be patient related. The patient will continue on follow up as recommended. The rv lead and implantable cardioverter defibrillator (ICD) model/serial numbers were provided. The ICD system remains in service. No additional adverse patient effects were reported.